Event description:
Customer reported unexpected negative reactions with cell #10 of panocell, when testing with gamma anti-s, and ortho anti-s.

Manufacturer narrative:
Customer tested expired product.